Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (5 mg/ml at 1.1872 mg/day) and morphine (20 mg/ml at 4.749 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that yesterday ((B)(6) 2019) the patient heard what she thought was an alarm coming from the pump and then developed withdrawal symptoms. The symptoms had come on suddenly. The pump was interrogated today ((B)(6) 2019) with the pump logs and there were no alarms present. An alarm test was done, and the patient felt that what she heard was the critical alarm and it was happening every 5 minutes. The reporter had not audibly heard the pump alarming. Per the reporter, they were going to check for a volume discrepancy and do a cap (catheter access port) dye study. Additional information was received later the same day ((B)(6) 2019) from another company representative who reported that the patient had the pump for several years and never had an issue until yesterday ((B)(6) 2019). Something that was different was that the patient had started exercising and was doing burpees. Per this reporter, they were going to do a dye study today ((B)(6) 2019). The pump reservoir was accessed, and the volume was as expected. Additional information was received on (B)(6) 2019 and it was reported that the entire system was explanted on (B)(6) 2019 and implanted a new pump and catheter. The patient was doing fine now and was not showing any signs of withdrawal so their suspicion was that there was an issue with the catheter. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly; sc connector damaged at explant. Analysis of the pump revealed pump miscellaneous failed lab dispense test; above spec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-sep-2019 from a healthcare professional (hcp) via a company representative who reported that the patient had done the burpee exercises for the first time in the morning and then started experiencing withdrawal around 5 pm. The loss of therapy was sudden. No rotor study was performed, and no dye study was performed. It was noted that the patient was allergic to dye, iodine, and shellfish. The patient was managed on oral morphine. The reason for infusion device removal was noted to be ¿malfunction in catheter, possible pump malfunction¿ and the reason for catheter removal was noted to be ¿r/o (rule out) break, tear, hole?¿. The patient status was reported as ¿recovered without sequela¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.